Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported a low battery alarm after less than one week. The blood glucose reading was 79 mg/dl. Customer treated with manual injections. She stated that the drive support cap appeared normal. She found no air in the tubing and no leaks. She stated that insulin did exit with the manual prime. She stated that the time, date and bolus wizard settings were correct. She was unsure of the basal rates and was referred to her doctor to ensure those settings were correct. The insulin pump passed the high pressure test the second time it was run. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.